Event description:
It was reported that during implant attempt, the lead was bent and stretched, and the helix would not extend. It was noted that narrow anatomy made for difficult access. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Evaluation summary: the inner insulation of the lead became extrinsically distorted due to kinking/buckling, visual summary analysis of the lead indicated damage at implant, and visual summary analysis of the lead indicated stretching; full lead returned and analzyed.